Event description:
It was reported the patient checked their patient programmer and the programmer showed a charge the implantable neurostimulator (ins) screen. The patient had just recharged all morning and they checked the ins the day prior to this report. Normally the patient recharged every day or every other day for two hours or 1.5-3 hours. The patient was not sure he had recharged since they did not remember dates well. Initially after implant, the patient was able to charge fine, but coupling got progressively worse. The recharge holster was not used and the patient held the recharger antenna with their hand. When the patient hooked the recharger, the green light was on for the desktop charger and the connector pin did not seem loose or broken. A charge session was started and the patient saw the recharge status screen, but there was a coupling problem and they had zero coupling boxes. The antenna was repositioned and at one time they got three coupling boxes. The recharge antenna was replaced since the antenna was damaged. The patient later reported the recharger was not working. The recharger worked a little better, but was not as good as it once was. The patient was able to get coupling boxes and they were recharging better. An appointment was scheduled for 2015 (B)(6) with their healthcare prof essional. A month later, the patient reported that they were still having concerns regarding their device or therapy, but they were working with their hcp or a manufacturing representative. The patient was not able to write and they had an appointment scheduled for 2015 (B)(6). The patient¿s hcp reported the recharging frequency matched the patient¿s settings and there were no compliance issues. The cause of the event was not determined and it was unknown if the event was device related. The patient was unable to fully charge the ins and the battery drained quickly without charge. The patient had charged for up to four hours, but they could not get the ins to charge above 50 percent. The ins was recharged daily, but the patient was unable to prevent the ins from going to zero percent. The recharger was replaced, but there was no benefit. The patient had not recovered as the issues were ongoing and the hcp recommended the ins be replaced. The ins was explanted and replaced due to no coupling. Going into the replacement, the ins was discharged. Three different rechargers were tried and the issue was not resolved. The patient had a lot of scarring in their ch est around the ins, but it was no know if the scarring was causing the coupling issue. The ins was not flipped. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_recharger_acc, serial# unknown; product type recharger product ID ne u_recharger_acc, serial# unknown; product type recharger product ID 37651, serial# (B)(4); product type recharger product ID 3389s-40 lot# v389407, implanted: 2010 (B)(6); product type lead product ID 3389s-40 lot# v389407, implanted: 2010 (B)(6); product type lead product ID 37651, serial# (B)(4); product type recharger product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 37791, serial# unknown; product type recharger. (B)(4).

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) found no anomalies. Testing of the recharge function of the ins found it to be functioning normally. Ins was able to be recharged at body temperature with approximately one centimeter of space between the ins and charger antenna in 3 hours and 46 minutes with 100% coupling.